Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours, and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: 08/08/2023 20:19:14.000, 08/08/2023 20:19:26.000. Insert battery alarm was recorded and found in the formatted history file on: 08/08/2023 20:04:58.000, 08/08/2023 20:05:45.000, 08/08/2023 20:05:59.000, 08/08/2023 20:06:47.000, 08/08/2023 20:08:50.000, 08/08/2023 20:18:00.000, 08/08/2023 20:19:32.000, 08/08/2023 20:26:02.000, 08/08/2023 20:28:02.000, 08/08/2023 20:33:25.000, 08/08/2023 20:42:11.000, 08/08/2023 20:43:57.000, 08/08/2023 20:44:17.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 08/08/2023 20:04:00.000, 08/08/2023 20:04:13.000, 08/08/2023 20:04:26.000, 08/08/2023 20:05:21.000, 08/08/2023 20:05:31.000, 08/08/2023 20:05:43.000, 08/08/2023 20:06:25.000, 08/08/2023 20:06:34.000, 08/08/2023 20:07:13.000, 08/08/2023 20:07:22.000, 08/08/2023 20:07:54.000, 08/08/2023 20:08:08.000, 08/08/2023 20:08:21.000, 08/08/2023 20:08:40.000, 08/08/2023 20:19:13.000, 08/08/2023 20:19:25.000, 08/08/2023 20:27:43.000, 08/08/2023 20:27:52.000, 08/08/2023 20:32:44.000, 08/08/2023 20:32:57.000, 08/08/2023 20:33:09.000, 08/08/2023 20:34:07.000, 08/08/2023 20:34:17.000, 08/08/2023 20:36:53.000, 08/08/2023 20:39:15.000, 08/08/2023 20:39:30.000, 08/08/2023 20:39:45.000, 08/08/2023 20:40:00.000, 08/08/2023 20:40:34.000, 08/08/2023 20:41:14.000, 08/08/2023 20:41:32.000, 08/08/2023 20:41:46.000, 08/08/2023 20:43:27.000, 08/08/2023 20:43:44.000, 08/08/2023 20:47:15.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Please see below for pump errors/alarms noted 1 week prior to the event date 08-aug-2023 in the formatted history file.  Sensorexpiredalert (794) was recorded and found in the formatted history file on: 08/03/2023 10:21:04.000. Lostsensor1alert (780) was recorded and found in the formatted history file on: 08/03/2023 23:36:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 08/02/2023 10:51:07.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Pump error 41 alarm and pump error 43 alarm (file number: 121 121line number: 589 713 were recorded and found in the formatted history file on: 08/08/2023 20:03:29.000 pump error 41 alarm and pump error 43 alarm (file number: 121 121line number: 589 713) were confirmed, suspected on hw. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unexpected failed battery alert/battery failed alarm was not confirmed. However, pump error 41 alarm and pump error 43 alarm (file number: 121 121line number: 589 713) were confirmed according in the formatted history file due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery failed alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for failure analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.